Event description:
On 03-mar-2023, it was reported by a sales rep via email that an ar-4158ds-14s, dynanite pip - str 14mm - w/instr broke in the patient a few weeks post operation. This was discovered after use and a case was involved.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Upon visual evaluation of two x-rays attached to the complaint. It was concluded that the superelastic nitinol dynanite pip - str 14mm broke in two pieces between the end of the threads close to the beginning of the taper. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided and it is unknown the post-operative care information. Per dfu-0286-1. Revision 0. E. Warnings. 8. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 11. Detailed instructions on the use and limitations of this device should be given to the patient. The most likely cause for the reported failure is a user error.